Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fixation procedure at t3-l2 to treat diffuse idiopathic skeletal hyperostosis. It was reported that the implantation of the hardware was completed with no trouble. During closing of the surgical incision the patient¿s blood pressure dropped. It was confirmed the patient is under observation in ICU. The patient's pre-operative general condition was reportedly bad.